Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm in diameter abdominal aortic aneurysm and bilateral common iliac artery aneurysms. The proximal neck was 22 mm in diameter and 38 mm in length. It was reported that on the final angiogram a proximal type I endoleak was identified. The physician implanted an endurant cuff, almost at the same level as the bifurcate, as it was implanted just below the renal arteries, resolving the endoleak. A CT scan four days post procedure showed that the right renal artery was occluded. The physician performed an intervention that same day and attempted to implant a bare stent into the right renal artery however, the wire would not pass thought the right renal artery and the procedure was abandoned. The physician commented that during the procedure, angiography showed bilateral renal arteries. Therefore, it is considered that mural thrombus might have flowed into right renal artery or the graft slightly covered the right renal artery because the blood vessel form would have changed by implanted two devices (main body and aortic cuff) into the slightly angulated aortic neck after removal of the wire. But the exact cause is unknown. There is no issue of renal function at this time and blood normally flows into left renal artery. No additional clinical sequelae were reported and the patient is being monitored.